Event description:
A health care professional reported a low reading from a hospital freestyle libre sensor. A health care professional reported a low reading of 6.3 mmol/l which was lower than lab reading of 13.2 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Mdrs (B)(4) initial and (B)(4) supplemental were filed in error. The product reported in the associated complaint was freestyle libre h and erroneously identified as freestyle libre pro. No MDR submission is required.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A health care professional reported a low reading from a hospital freestyle libre sensor. A health care professional reported a low reading of 6.3 mmol/l which was lower than lab reading of 13.2 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a low reading from a hospital freestyle libre sensor. A health care professional reported a low reading of 6.3 mmol/l which was lower than lab reading of 13.2 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.